Manufacturer narrative:
Investigation-evaluation. Reviews of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. One other complaint was reported by the same customer for the same issue. The two complaints occurred on different days. Neither device was returned for investigation. It was not possible to determine if the two complaints were due to similar causes and were related or not. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the same lot were confirmed, it was concluded that there was not sufficient evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. No product was returned. No photos were provided. A search of the north american distribution center (nadc) database found all devices from complaint lot have been shipped. Therefore, no similar product from the same lot is available for investigation. The complaint device was not returned. Without the device available for evaluation, the cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event details have been received.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a urethroscopy stone removal procedure using a ngage nitinol stone extractor, the basket could not be opened. The user changed to another same type device to complete the procedure. No adverse effects were reported due to the alleged malfunction.